Manufacturer narrative:
(B)(4): device discarded by user facility.

Event description:
It was reported that the interpulse handpiece was being used in a procedure when the shaft/tube came off the attachment body and got stuck down the femur. There was a brief delay while pituitary rongeurs had to be used to extract it.